Event description:
The customer reported to olympus, the screen on the 4k uhd lcd monitor became dark, the image was blacked out and the image became black and white like when it was set to the optical emission spectroscopy (oes) mode. This event was observed prior to an unknown procedure. When the system was restarted, the phenomenon disappeared. The procedure was completed with the same equipment. The customer reported there were two additional occurrences. There was no report of patient harm associated with this event. Patient identifiers: (B)(6).

Manufacturer narrative:
The customer requested to have the devices involved in the event tested to isolate which device had caused the failure. The failure was not reproduced during testing of the returned device. The subject device was found to have scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, e4, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.